Event description:
It was reported that the patient was experiencing a malfunctioning inflatable penile prosthesis(ipp)pump and went to the hospital to get the device checked and the physician noted a malfunction. The device was then replaced and the physician found that the device had a hole and was leaking. The procedure was successfully completed. A patient outcome of stable was reported.

Manufacturer narrative:
Visual inspection and functional testing of the ams 700 ms pump confirmed the reported allegation a pump malfunction but could not identify the reported fluid loss. The pump failed the activation functional test. Product analysis concluded pump malfunction as the most probable cause of the event, as issues activating the pump could lead to the reported events. Visual inspection and functional testing of the returned ams 700 ipp reservoir confirmed the alleged report of a fluid leak but could not confirm the allegation of a pump malfunction. A leak attributed to wear with avulsion was identified in the reservoir shell that was the result of fatigue at the corner of a fold. Product analysis concluded fluid loss to be the most probable cause of the event, as the leak would directly affect the functionality of the device. The product record review confirmed the reported events do not represent an unanticipated event nor did the device fail to meet applicable product specifications prior to shipment from boston scientific. An investigation conclusion code of caused traced to component failure was chosen, as product investigation identified a pump malfunction with the returned pump. The product analysis results and event report provided no objective evidence that would warrant further escalation.

Event description:
It was reported that the patient was experiencing a malfunctioning inflatable penile prosthesis(ipp)pump and went to the hospital to get the device checked and the physician noted a malfunction. The device was then replaced and the physician found that the device had a hole and was leaking. The procedure was successfully completed. A patient outcome of stable was reported.